Manufacturer narrative:
Submit date: 12/19/2014. An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 418150x indicates that units were produced on 06/17/2014. There were no issues found in samples inspected from the lot. Maintenance records (both corrective and preventive) and calibration records were reviewed and it was noted that an air switch and the clamp rubbers were replaced on the epoxy clamp station during production of the lot. All scheduled maintenance and calibration activities were completed on time. There was no process or material changes within the last 12 months related to this type of issue for this product. Process monitoring data were reviewed and it was noted that adjustments were made to the epoxy station and that there was a jam at the inspection station during production of the lot. A review of the machine setup was conducted and there were no issues found. The machine was operating within validated parameters and challenges to the inspection station were successfully completed. The machine was observed in its current condition and there were no issues identified. A photograph of a separated cannula and hub was attached to the complaint. Twenty unused samples were returned with this complaint. The samples were visually examined. Ten of the samples had low epoxy and ten had no visible epoxy. The issue reported by the customer is confirmed. The samples were pull tested per procedure and all passed the minimum specification. The root cause of the issue is insufficient epoxy application. The root cause of the issue being present in final product is a failure of the vision inspection system. Testing has shown that the vision inspection system is not reliable in differentiating the epoxy from the white colored hub. Prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually.

Event description:
Specifically, samples from each lot are visually inspected for epoxy attributes and physical tested for bond strength. The lot met all acceptance requirements at the time of release. A change has been submitted and approved to produce this item in another process with clear uv adhesive only. Uv adhesive is inspected using a different technology than heat cured adhesive inspection. This information will be utilized for trending purposes to determine the need for additional corrective actions. With further review, it was confirmed that this product is not used directly on a patient, this is a blunt needle not for injections directly into the skin, and therefore there is no potential for injury.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with standard needles. The customer reported needles having little to no visible epoxy and there were some needles that were detached from the hub. The customer reported this was noticed right out of the box and was not used on a patient.